Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer also reported that they received a notification regarding the retainer ring. The retainer ring was broken and chipped around the reservoir. The reservoir was unable to lock in place when inserted into the pump. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.